Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of suburethral sling, diverticulectomy, vaginal urethrolysis and cystourethroscopy on (B)(6) 2009 due to urodynamic stress incontinence, suburethral mass likely urethral diverticulum, bladder outflow obstruction, postsurgical urethral stricture, mechanical complication of genitourinary implant. It was reported that patient underwent cystourethroscopy on (B)(6) 2012 due to recurrent urinary incontinence, a complex cystometry and complex uroflowmetry on (B)(6) 2012 due to recurrent urinary incontinence, and a cystoscopy and urethral injection of coaptite on (B)(6) 2013 due to recurrent urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.